Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in bacterial peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic was further specified as touch contamination and the exchange area was not cleaned prior to the start of therapy. The patient was hospitalized for the event. Treatment information was not reported. The patient later recovered from the peritonitis and was discharged from the hospital after five day of hospitalization. It was unknown if the patient was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.